Event description:
It was reported that during a procedure, the scope unit burned the plastic part of the drape. Another scope unit and cable replacements were available to complete the procedure.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.